Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial lead had intermittent failure to capture. The lead was capped/abandoned and replaced. No patient complications have been reported as a result of this event. The patient is part of the system longevity study.